Manufacturer narrative:
The outcome attributed to ae was a piece of tooth broke off on consumer's tooth. The event date is approximate. Complaint received from (B)(6).

Event description:
A consumer reported that their (B)(6) toothbrush damaged their tooth.

Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred.